Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy while being immersed in an electrical bath. The shock therapy appeared to be as a result of electromagnetic interference (emi). The patient was provided guidance on electromagnetic interference (emi). This s-ICD remains in service. No adverse patient effects were reported.